Event description:
Per the clinic, the patient sustained a head injury at the implant site, which led to the trauma and pain. Following the incident, it was reported that the device cannot be connected to the external processor along with loss of function and no sound to the internal device. Hardware exchange, troubleshooting, and reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.